Event description:
The 6/4 mm amplatzer duct occluder (ado) embolized after implantation and was percutaneously removed using a snare. Another 6/4 mm ado was successfully implanted slightly deeper. The patient is reported to be stable.

Manufacturer narrative:
(B)(4). No known impact or consequence to patient. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.